Manufacturer narrative:
The devices remain implanted in the patient and was not returned for device evaluation. Based on the information received, clinical evaluation confirmed the reported type 3b endoleak of the suprarenal cuff. Clinical evaluation refuted the reported the successful secondary endovascular procedure and favorable patient condition. In addition to the reported events, clinical evaluation found a non endologix stent within the suprarenal stent and a persistent proximal endoleak since (B)(6) 2014. The most likely cause of the compromised stent graft integrity of the suprarenal cuff [fabric breach] was the use of strata material in combination with the use of a non endologix product. Also likely, the severely tortuous aortic anatomy (exacerbated by scoliosis) contributed to the lateral movement of the cuff across the superior stent margin of the main body stent, which was found to be stretched (25%) again, likely due to the strata material. Procedure-/user-related contributing issues and procedure-related harms could not be ascertained due to the lack of medical information surrounding both the implant and the repair procedures. Associated clinical harms for this device failure included: type ia endoleak; type iiib endoleak of the cuff; and, an additional endovascular procedure. The lot usage history shows that no other units from the affected lot has been involved in any similar complaints at this time. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. These types of events will be monitored and trended as part of the quality system. Corrections: adverse event or production problem (relevant test/laboratory data). All manufacturers (contact office). Removals: adverse event or production problem (other relevant history). All manufacturers (continued) manufacturing site address. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017 a type 3b endoleak was discovered. The physician elected to re-line the initial devices and implanted a vela suprarenal extension to resolve this event. The patient was reported as doing well post-secondary procedure. There have been no additional patient sequelae reported.

Manufacturer narrative:
(B)(4). Based on the information available the root cause of the reported event is likely due to off label usage. Clinical evaluation confirmed the aortic rupture and emergent open repair with explant of the main body and suprarenal cuff. Additionally there was evidence to reasonably support the following observations: at 48 months there was complete crown separation, an endoleak type ia, an endoleak type iiib of the proximal extension, and dilation of the mid cuff to 4.1 times. The subject device was not returned for further evaluation. The manufacturing lot record evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot record evaluation confirmed all devices met specifications prior to release.